Manufacturer narrative:
One used device was returned for evaluation. The unidentified spinning spiros was functionally tested and visually examined and there was no observed leakage at any location along the fluid path. The complaint of spinning spiros leakage was unable to be confirmed. During testing it was observed that there was filter vent leakage from the inline filter. The probable cause of the observed filter vent leak is temporary or permanent loss of the hydrophobic properties of the filter vent material due to infusate interaction. The lot review cannot be performed due to unknown lot number.

Manufacturer narrative:
The device was received for evaluation, it is pending investigation.

Event description:
The customer reported an issue with spiros. The patient noticed 3 spots on his linen that were damp and yellow tinted (same color of his currently infusing methotrexate). Patient was concerned his methotrexate was leaking due to a break in his tubing and called in for help to assess. After assessing the tubing, it was noticed the methotrexate was slowly leaking from the IV filter site. The methotrexate was paused, the filtration piece was replaced with a new filter/spiros, linens were changed, and the saturated areas on the patient's mattress were cleansed with hazardous spill cleansing wipes. The methotrexate did not drip onto the patient's skin to cause any harm. There was patient involvement, no adverse event and no report of delay in therapy.